Event description:
It was reported rupture occurred in device implanted a few months ago. Update received ((B)(6) 2023): implantation occurred on (B)(6) 2023 power PICC catheter only lot regx 1782 sacdenza (B)(6) 2024 subcutaneous anchor fixation system, malfunctioning since (B)(6) 2023 and removed on (B)(6) 2023. Upon removal, it was found to be broken in two places (at 6 and 10 cm). The patient has never used the device for any therapy or infusion, nor for blood samples, except for weekly irrigation according to company protocol. Of course the patient was not harmed in any way. Device discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported rupture occurred in device implanted a few months ago. Update received (29/aug/2023): implantation occurred on (B)(6) 2023 power PICC catheter only lot regx 1782 sacdenza (B)(6) 2024 (same lot as pr#7935593) subcutaneous anchor fixation system, malfunctioning since (B)(6) 2023 and removed on (B)(6) 2023. Upon removal, it was found to be broken in two places (at 6 and 10 cm). The patient has never used the device for any therapy or infusion, nor for blood samples, except for weekly irrigation according to company protocol. Of course the patient was not harmed in any way. Device discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.